Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump squirts insulin while priming. Customer's blood glucose level was unknown. Customer also stated that the reservoir cap was come off, back light was dim and insulin pump was rewind slower. It was also stated that he insulin pump up buttons was worn and button press too long alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device passed self test. Device primed properly. No unexpected rewind anomalies noted. No unexpected back light anomalies noted. Device received with stripped battery cap coin slot(p) and cracked battery tube threads and cracked reservoir tube lip. (B)(4).